Manufacturer narrative:
Failure analysis noted that the pump had grinding noise and motor error alarm during rewind due to faulty motor. They were unable to verify the compromised force sensor system alarm due to the motor error alarm. The pump had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was unknown at the time of the incident. The customer stated that the motor error alarm occurred more than 4 times in the last 30 days. The motor error alarm occurred during rewind and the displacement verification was not possible. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.